Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported receiving intermittent no delivery alarms on the insulin pump. Customer was unable to troubleshoot at the time of the call. No further info reported.